Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 36/0; cat# 6570-0-136; lot# 58718902. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient had a hip revision due to infection. Company representative reports that there was no surgical delay.